Event description:
Post to a laparoscopic adjustable band, a fluoroscopy showed that there were no kinks; however, the tube was disconnected from the port and the surgeon was unable to find the locking connector. The port was removed and replaced with a new one. The pt is okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.